Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The damage was first observed intraoperatively. The cable was broken in half. There were no signs of insulation damage. There were no fragments that fell inside the patient. There are no photos/videos available for isi evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fbf instrument associated with the customer reported issue to perform failure analysis and an investigation to determine the cause of the reported event is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument had a broken conductor wire. The procedure was completing as planned with no reported injury.